Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the sheath was kinked, the imaging window and drive cable were twisted and an imaging core windup with broken driveshaft began 35 centimeters (cm) from the distal end of the connector shaft. Impedance test shows an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 20 may 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window and drive cable were twisted.